Manufacturer narrative:
2000e china product was not available for investigation of (B)(4) however, the customer confirmed that the complaint sample was from lot 25065232. The feedback provided by the customer states that, "the needle-free closed infusion connector was not properly connected to the indwelling needle". Further information provided by the customer states that the issue was identified during the precharging stage before any infusion of liquid took place, and the connecting product used was a weigao precharged component; no needle connection to the nfc (needlefree connector) was reported, the component had not been disinfected prior to use and had been stored at room temperature; no patient impact or under infusion occurred, no physical damage was observed, and the event did not lead to air bubbles in the patient line. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25065232 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
It is reported needle-free closed infusion connector was not properly connected to the indwelling needle, causing difficulty in purging air from the infusion line. Additional information: no leakage. Pre-charging stage. No infusion of liquid. Store at room temperature. No (patient harm). Customer feedback found no damage.